Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed pump stop events; however, a specific cause could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted photos confirmed damage to the silicone jacket layer of the driveline; however, a specific cause could not be determined through this evaluation. The submitted log file contained data from 30oct2019 through 31oct2019 with only 15 lines of data from after the controller exchange. The log file contained low speed and pump stop events (B)(6) 2019. These events occurred while the patient was connected to the power module and had corresponding fluctuations in pump parameters. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. It was reported the nurse taking care of the patient noted intermittent alarm thought to be ebb related and changed the patient to backup controller. The vad coordinator educated the rn on when controller exchange is appropriate and steps to take prior to doing so. It was reported the patient had pump stops that appeared to be positional when the patient was connected to the power module. It was recommended to keep the patient on battery power until further assessment. An ungrounded patient cable was ordered for the patient. It was reported that the existing external repair was too close to the exit site and another repair would not be possible. It was reported the patient's heart recovered and the vad was weaned off. It was reported the device would not be returned for evaluation. The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator that, on (B)(6) 2019, the rn taking care of the patient noted an intermittent alarm thought to be emergency backup battery related and changed patient to backup controller. Vad coordinator educated rn on when controller exchange is appropriate and steps to take prior to doing so. Vad coordinator was called by the rn on (B)(6) 2019 with reported pump stoppages and/or low flow alarms that appeared to be positional and when patient is connected to power module. After vad coordinator was notified, they discussed the need for log files and possibility of driveline degradation or short to shield causing positional pump stoppages to occur. Log files were requested and team instructed to keep patient on batteries until further assessment can be performed as center does not have ungrounded patient cable. Pictures provided of the external portion of driveline were attached, showing the rescue taped area. The log file were provided and reviewed with a note that there were only 13 events recorded on the new controller. The data showed four pump stoppages and six low speed advisories on (B)(6) 2019 between 3:37 a.m. And 7:47 a.m.. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. There was a hole in the driveline where the wires are visible underneath the repair by tape. The patient was asymptomatic. The controller alarms with certain positions of the patient and driveline. No further or additional information was provided.